Event description:
Per the audiologist, the pt did not show any auditory response when the cochlear implant system was activated. A CT scan showed the electrode array was not inside the cochlea. Explantation/reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final reported. This type of event is addressed in the device labeling.